Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex m100 set, it was observed that "air entered". The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.